Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have issues with reservoir and infusion sets. Customer's blood glucose was 246 mg/dl. Customer mentioned there were air bubbles in the reservoir. No troubleshooting was done. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.